Event description:
I bought an $699 rf(radio frequency) device online. (Https://amirobeauty.com/products/amiros1-golden-dot-matrix-rf-skin-tighteningmachine?gclid=cj0kcqjw7jopbhcfarisal3bobe1oovoajwgunjx3nql4piyek9zudtzfhciwffcg2pgpodwmxqrlnmaas4mealw_wcb), and then I noticed a lot of articles discussing the safety concerns of this device. Some people said their skin was hurt by the device. Then I found out it is not FDA cleared, according to the rules, a rf device must be FDA cleared to market and sale in the states. I contacted the merchant, they don't know about this rule at all. They stated they are ce cleared, and because they don't have international warehouse, they can't perform returns for me. This is just ridiculous.